Manufacturer narrative:
The investigative worksheet stated that a 13mml 3.75mmd implant was placed in the #6 area of the maxilla on 11/1/95. The implant failed to osseointegrate and was removed on 5/17/96. On 12/1/95, a 16mml 3.75mmd implant was placed in the #27 area of the mandible. It also failed to osseointegrate and was removed on 6/10/96. The two implants that were included with this report were examined by engineers. It was determined that the implants were free from any defect and that they met all the tolerances necessary to comply with the manufactuter's specifications. The panoramic radiograph dated 9/21/895 showed a fully edentulous maxilla and mandible. After studying the x-ray and reviewing report, co finds apparent factors that would have prevented these dental implants from osseointegrating. External and systemic causes leading to implant failure are reported in the dental literature, but they go beyond the focus of this investigation.

Event description:
Dental implant failed.